Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete inspections was performed. The conductor coils were stretched and deformed. Melted and separated insulation were a result of electrocautery damage. Additionally, the inner insulation was cut. The lead was confirmed to be electrically continuous.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to a product performance issue. No adverse patient effects were noted.